Event description:
Hospitalization (B)(6) with readmission (B)(6) for cellulitis at site of expander, requiring operation to remove expander, and IV antibiotic treatment. Third cycle of oral chemotherapy delayed several weeks awaiting prior authorization approval to switch from brand to generic form of treatment, which approval did come and patient has been taking a couple of weeks and reports diarrhea and dry mouth ¿simila¿.